Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high pacing impedance. The rv lead was programmed out of service and remains in the patient. The rv lead was replaced. No patient complications have been reported as a result of this event.